Manufacturer narrative:
Date sent: 03/19/2009. Evaluation summary: the analysis results found that the er320 instrument was returned in good visual condition. The instrument was cycled, formed seven clips but ejected four clips during testing. The instrument locked out as intended. It could not be determined what may have caused the finding. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a low anterior resection procedure, the clip would not come out at the second firing. Another device was used to complete the case. There were no adverse consequences to the patient.